Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complaint is confirmed as we are able to confirm complaint description (the blade end came off) based on the received pictures. Device history lot - part number: 04.027.052s; lot number: 4l55648; manufacturing site: (B)(4); release to warehouse date: 15. May 2019; expiry date: 01.may 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for femoral neck fracture with pfna and the blade in question. During the surgery, the surgeon inserted the blade too deep and he tried to draw back the blade. The surgeon loosened the blade lock with a screwdriver, and he/she inserted an extraction screw. When the surgeon hammered with a detachable slide hammer, the blade end came off. The surgeon tried to attach it while receiving sales rep explanation, but he/she could not attach, and the incision was closed. There is a possibility of femoral head rotation because the locking mechanism of the blade didn¿t work. The surgeon determined that osseous contact was secured by compression. The surgery was delayed by less than 30minutes. The alert date is (B)(6) 2019 (jst). No further information is available. Concomitant device reported: unknown - nails: pfna-ii (part# unknown, lot# unknown, quantity# 1); unknown screwdriver (part# unknown, lot# unknown, quantity# 1); unknown extraction screw (part# unknown, lot# unknown, quantity# 1); and unknown hammer (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for (B)(4).